Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient does not gain good sound perception and suffers from headaches, eye twitching and warm or painful sensations at the implant site. The patient is not wearing the external equipment at this time. Further tests will be carried out and the patient will be monitored.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on measurements performed whilst implanted and during explant investigation on the received parts, it must be assumed that the explantation was not due to a technical problem. The patient's perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrode damages found are most likely attributable to the explantation surgery. Lastly, a full insertion of the active electrode array has been confirmed by CT scan. Further, the patient experienced headaches, uncomfortable sensations at implant site and eye twitching. However, no information is pointing to the device having caused these symptoms, as they were present regardless of use of the external device and patient reportedly has a history of facial stimulation and eyes watering with both right and left implants. Based on the patient's report, the reason for the observed symptoms and consequent explantation seems to be non-device related. This is a final report.

Event description:
The patient is struggling to gain good perception from her implant. Sound is perceived as too soft or too loud, there are headaches and feeling heat at the magnet site. The headaches and pain are experienced both with and without the processor being worn. The device appears to be fully functional and an integrity test has been successfully performed. The patient is not wearing the external equipment at this time. Patient was explanted on (B)(6) 2016.